Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that when turning on the power for about 2-10 minutes, the power will turn off, with no warning error. The fse left customer's site to pick up spare parts and returned at a later date to test again. The fse performed a functional test using a spare solenoid driver board and would return the next day to review the results. The fse returned the next day for symptom monitoring and found that after replacing the solenoid driver board and testing the operation for about 1 day, the unit can operate normally. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp) would shut off after approximately 2-10 minutes of turning on. There was no patient involved and no adverse event reported.

Event description:
N/a.